Manufacturer narrative:
Product event summary: the distal portion of the lead was returned and analyzed. The analysis indicated that the guidewire was unraveled. The low voltage 4 conductor was distorted due to the guidewire coating. The low voltage 3 conductor was distorted due to the guidewire coating. The low voltage 2/proximal conductor of the lead was distorted due to the guidewire coating adhering to the conductor. The distal conductor of the lead became extrinsically distorted due to stylet/guidewire coating. Visual analysis of the lead indicated damage at implant. The competitor guide wire hydrophilic coating adhered to the coil filars causing the guidewire to stick in the lead lumen. As a result, the coil filars became distorted when trying to pull the guidewire out of the lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, a competitor guidewire could not be removed from the left ventricular (lv) lead. The lv lead was explanted and replaced. No patient complications have been reported as a result of this event.